Event description:
It was reported the xenon light source displayed error codes b30 and e216 (scope communication error. The customer swapped out the tow and the error issue did not continue. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer investigation results. Correction to b5: see b5 tab. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed, and a definitive root cause could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
Correction to b5 of initial report: it was reported the xenon light source displayed error codes b30. The customer swapped out the tower and the error issue did not continue. There were no reports of patient harm.